Event description:
It is reported that the surgeon found a hair-like substance that was trapped between the tyvek and the film.

Manufacturer narrative:
Evaluation summary: the manufactured lot was fully distributed without any further reports of this kind and appears to be an isolated instance. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. (B)(4). Total number of events: 1. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.